Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Event description:
It was reported, that after switching on the generator, it displays an error code e433 and restarts continuously: the issue occurred during preparation for use; however, there was no patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found that the device permanently rebooted and showed error e433. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error code e433 was a faulty generator board. Olympus will continue to monitor field performance for this device.